Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a heavily tortuous, left anterior descending (lad) coronary artery, heavily calcified lesion. A 3.5x23mm xience sierra stent delivery system (sds) failed to advance the calcified lesion. During sds removal, the stent dislodged due to the calcium and remained at that vessel. Another xience sierra stent was used to crush the dislodged stent against the vessel wall. There was no adverse patient sequela. No additional information was provided regarding this issue.